Event description:
It was reported that the bd ser plastipak 10ml s ls leaked at the luer connection. The following information was provided by the initial reporter translated from portuguese to english. "Syringe not sealed when connected to the needle and leaking."

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
No additional information received.